Event description:
The customer reported via phone call being hospitalized twice due to diabetes-related issues. The customer stated that his brother found him in a diabetic coma on (B)(6) 2015, about 10 hours after the customer had gone to bed. The customer's blood glucose was 18 mg/dl, and the customer stated that he had been hospitalized since and was discharged on (B)(6) 2015. Customer did not know the perceived cause of low blood glucose. The customer stated that he had discontinued use of the insulin pump and had reverted to a back-up plan. The customer also reported receiving a notice regarding an emergency medical safety scroll wrap feature. The customer was advised that the insulin pump could be replaced due to the scroll wrap feature. Customer was hospitalized again on (B)(6) 2015 due to diabetic ketoacidosis with a high blood glucose of 400 mg/dl. Customer was not wearing the insulin pump at the time of the event. He was advised to replace the insulin pump for one without the scroll wrap feature.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.